Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient reported their stimulator was not working correctly as of this weekend. Patient stated both the implant and controller were charged, but the controller always said stimulation was off. Patient said they had programs 1, 2, 3, and 4 available, and they chose program 1. Patient pressed stimulation on, but when they hit the lightning bolt, the controller went back to turning stimulation on again. Patient mentioned they could tell when stimulation was on because if they lay down flat, they would feel it, but it was not on now. Agent had patient press stimulation on button and group a was highlighted in green and all 4 programs were activated. Patient still claimed they were not on, as normally program 1 would be highlighted and when they press the lightning bolt to turn stim on, it kept going back to a highlighted in green. Agent had patient press on program 1 and verified stimulation was set to 4.6 and patient could increase stimulation. Patient still stated stimulation felt like it was off. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Patient asked how long the implant battery was supposed to last. Agent reviewed usage based information.